Event description:
The patient¿s implant stopped working for him two years ago. It stopped working and caused the patient more pain when stimulation was on. It gradually got worse but the patient thought it was the result of falls. The implantable neurostimulator (ins) was replaced due to normal battery depletion. It was noted that the patient did not get training or external equipment but follow up was being done to get this to the patient. At the patient¿s first post op appointment he was happy with stimulation. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).